Manufacturer narrative:
Product ID: 924256, lot# 082229013a, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. Product ID: 3389-40, lot# 0208192864, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3389-40, lot# 0208340642, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6)2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3755-40, lot# 0207961372, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Additional information reported the corynebacterium striatum was cultured from the patient¿s ¿battery pocket¿ and ¿liquid connectors¿ on (B)(6) 2014 and was found to have antibiotic resistance to doxy, genta, linezolid, rifampicin, and vanco. Additionally, kns was cultured from the extension in the patient¿s left head and stap. Aureus from exudate from the patient¿s left ear on (B)(6) 2014. Both bacterium were found to have had a ¿usual resistance¿ profile. As a result, the patient was administered claforan and vanco. The patient¿s system was a new implant for the patient when it was initially implanted. It was noted the patient returned home two days after the explant procedure.

Event description:
It was reported the essential tremor patient¿s system was explanted due to an infection. Cultures were taken from the patient were found to contain the bacteriums ¿staf. Aureus,¿ corynebacterium striatum, and ¿kns.¿ the patient was administered antibiotics in treatment for their infection. Additional information has been requested regarding the patient¿s symptoms, intervention, and outcome. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).